Event description:
It was reported that the patient presented for a procedure. During the procedure, when the physician slit the sheath after lead placement, the left ventricular lead was dislodged. The lead was not used, and a new lead was implanted. The patient condition was stable post-procedure.

Manufacturer narrative:
The lead was returned due to dislodgement. As received, a complete lead was returned in one piece. Electrical testing was normal. Visual inspection of the lead did not find any anomalies. The s-curve height was measured within specification.